Event description:
Event description boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) was expanted due to an elective replacement indicator (eri). There was no report of adverse patient effects and no allegation against device function at the time of explant. Another model guidant crt-d was successfully implanted without reported incident.